Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient underwent a surgical procedure to repair the hernia and is off of penitential dialysis. The cause of the hernia was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was hospitalized for the reported issue of a hernia. Should additional relevant information become available, a follow up medwatch will be submitted.